Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri52 lead, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that a few weeks post-implant, there were decreased r-waves and no capture at maximum output. The rv (right ventricular) lead was repositioned and remains in use. No patient complications have been reported as a result of this event.